Event description:
It was reported during a prostatectomy procedure that the device would not close. The instrument worked properly before the cartridge was changed. A cartridge tr45wu was placed. But at this moment, it was impossible to close the instrument. Another like instrument was used. There was no adverse patient consequence.

Manufacturer narrative:
Eval summary: one scw45 device was returned in the open position, in good visual condition and loaded with an unfired tr45w cartridge that was noted to be in good visual condition. No functional test could be performed as the clamping mechanism was noted to be damaged. When disassembled, five yoke teeth were noted to be broken. The returned cartridge was tested for functionality with a test device and it fired conforming.